Event description:
The device has not been returned yet for physical evaluation. A supplemental report will be submitted upon completion of plant's investigation. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Related mdrs: 8030665-2014-00236 and 1713747-2014-99924.

Manufacturer narrative:
The device has not been returned for evaluation at this time and will not be available for evaluation. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Related mdrs: 1713747-2014-99924 and 2937457-2014-00426.